Event description:
[(B)(6) anterior nares swab kit] use for covid-19 under emergency use authorization (eua): (B)(6) anterior nares caused nasal tingling and mouth numbness when taking a sample for an rt-pcr test. FDA safety report ID# (B)(4).